Event description:
It was reported by the affiliate that when the devices were used during an unknown procedure, the staples malformed. Another device was used to complete the case. There was no consequence to the patient. The devices were discarded.